Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and was not detected in the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the aux drawer 5 had failed and was not detected on the bus. The field service engineer found aux enhanced full height drawer 5 failed to be detected by the bus. Then the service engineer reseated all the cables, and all the issues were resolved. The system functioned as intended after the field service engineer repaired the device.